Event description:
It was reported that during a follow up in clinic, an error message was received on the programmer when performing a threshold test on the device. Another programmer was used and the error message reoccurred. Abbott technical support was contacted and the error message was suspected to be due to the device. No intervention has been performed at this time. The patient was in stable condition.